Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment at the anastomosis in an av graft, the stent graft partially deployed. The stent graft was exchanged over the guidewire without incident for a new stent graft was deployed successfully. There was no patient injury reported.